Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. It was recommended to recalibrate or replace the flow sensors. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported during the case the unit alarmed and was not able to mechanically ventilate. The unit was replaced with another to complete the case. There was no report of patient injury.